Manufacturer narrative:
(B)(4): batch # m55v1l. The device passed all functional inspections. The device and the battery pack were completely disassembled to inspect for abnormalities that may have created the source of smoke; all electrical components appeared normal. No discoloration or heat related ¿melting¿ of components was observed. The event description could not be determined. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch.

Event description:
It was reported that during a gastric sleeve procedure, on the second firing of the device with a black gst cartridge and seamguard buttressing, the device stopped working; it would not fire and was smoking. There was no report of an unusual odor or increased temperature for the device or battery; just that the device was smoking. Case completed with another device of the same product code. There were no patient consequences reported.